Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat g3+ cartridges that yielded a unacceptable proficiency testing with the g3 cartridge lot # n13183. There is no patient information or injuries associated with event. Customer is using the api catalog # 145. Sample: 1b-11, ph: 7.45, acceptance range: 7.51-7.60; 1b-13 7.52; 7.56-7.65. Sample 1b-11, pco2: 41.2, acceptance range: 28-39; 1b-12, 65.7, 28-39; 1b-14, 55.3, 28-39; 1b-12, 64.6, 28-39; 1b-14, 57.1, 28-39.

Manufacturer narrative:
(B)(4). The investigation was completed on 12/02/2013 and the customer complain was confirmed through retain testing for low ph and high pco2. An internal exception report was initiated to further investigate for root cause.